Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Device interrogation revealed high pacing lead impedance and high capture threshold. Premature battery depletion was observed. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. With an external power source, the device was tested on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation an nd in internal battery anomaly was found that caused the premature battery depletion. The cause of the reported high pacing lead impedance and capture threshold was due to the low battery voltage.